Event description:
Covidien received information that the patient was removed from an 840 ventilator due to a malfunction. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the o2 cell. The unit passed extended self testing.